Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2010 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. Legal document further alleges the acetabular component was easily removed and there was no bony ingrowth to the cup. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, legal counsel for patient reports patient was revised on december 6, 2010 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, swelling, inflammation, damage to surrounding bone and tissue, and lack of mobility. Legal document further alleges the acetabular component was easily removed and there was no bony ingrowth to the cup. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information provided in patient medical records indicate a loose acetabular component with a soft tissue metal reaction, a large amount of clear fluid in the joint, and severe corrosion on the femoral head and stem at the taper causing difficulty in removal. As a result, minor bone damage occurred during the removal process. The components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 1 states, "material sensitivity reactions" number 6 states, "inadequate range of motion." Number 15 states, "elevated metal ion levels have been reported." Number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01599 and 1825034-2013-05328 / -05330).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2009 receiving m2a products and was revised on (B)(6) 2010 due to unknown reasons. No further information or medical records has been provided. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.